Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead impedance suddenly jumped from 550 ohms to 1100 ohms. Thresholds also went from 3 to 5 volts. A lead fracture was questioned. The defib lead was capped and replaced. No patient complications have been reported as a result of this event.